Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Stroke is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported thrombus formation was an anticipated procedural complication. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured left anterior choroidal artery aneurysm using penumbra smart coils (smart coils). During the procedure, the patient had a thrombus and a stroke. Therefore, the patient underwent a thrombectomy procedure to successfully remove the clot. It was then elected that the patient should be clipped. The event was considered resolved on (B)(6) 2018. The stroke was reported to be a serious adverse event with a possible relationship to the smart coil system and probable relationship to the procedure.